Event description:
It was reported the pts scs ipg surgical incision would not close properly and an infection was suspected. The pt was prescribed antibiotics and the ipg pocket was restitched. Cultures were taken, results are unk. The wound did not healed and the physician decided to explant and replaced the pt's ipg. The new ipg was placed in a different pocket site. The old ipg site was cleaned with antibiotics. F/u on (B)(6) 2013, identified the pt's wound has properly closed.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.